Manufacturer narrative:
(B)(4). Expiration date: 11/18/2019. Manufacture date: 12/18/2014. The analysis results showed that the tlv30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an open lobectomy procedure, the device was used to close the pulmonary artery. There was no staple deployed. The surgeon reflected that all the staples were missing. There was no staple in the package or anywhere. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.